Manufacturer narrative:
A device history record (DHR) review was performed, and all required manufacturing processes and inspection steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
New information received indicated that the lead was a right atrial (ra) lead.

Event description:
It was reported that the patient presented for an implant procedure. While positioning the lead during implant, the lead exhibited high capture threshold, variable sensing and loss of sensing. It was then noted that the lead was spirally bent. The physician elected to not use the lead and new one was implanted. The patient condition was stable.

Manufacturer narrative:
Further information was requested but not received yet.

Manufacturer narrative:
The reported events of ¿lead got spiral bound within¿, unacceptable threshold and failure to sense were confirmed. Final analysis found as received, a complete lead was returned in one piece. Visual inspection of the lead found that the outer insulation was twisted consistent with procedural damage. X-ray examination found that the inner coil inside the connector region was over torqued consistent with procedural damage. Electrical testing of the lead found shorting between conductors due to over torqued inner coil at the connector region. The cause of the reported events was isolated to the over torqued inner coil at the connector region.